Event description:
Caller reports during a correlation study the following coaguchek xs/coaguchek s results were obtained: 3.4 inr/2.6 inr. 3.5 inr/2.6 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek xs system. No patient information provided.